Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices present the issue (pull off suture needle)? In event description mention "needles came off the device" what do you mean by "another one that broke" please explain if the suture or the needle was broke? What is the product code for each device? What is the lot number for each device? Could you please confirm device's availability? Note: events reported via mw# 2210968-2020-09165, 2210968-2020-09166.

Event description:
It was reported that the patient underwent dental procedure on (B)(6) 2020 and suture was used. During the procedure, the needle came off the device. A like device was used to complete the case. There were no adverse patient consequences reported.